Event description:
The unit is damaged. Lcd tray is bent. It is unknown if a patient was involved at the time this event occurred, however, no patient or user harm has been reported. If more information regarding the patient involvement is received at a later date, a follow up report will be submitted. It was confirmed that x-ray lowered a c-arm and damaged the nec display tray along with the touchscreen. Provided biomed with the part # for the v60 lcd tray. The customer has advised to close the case. Biomed will call back if they have any additional questions.